Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and ovarian cyst ('ovarian cyst') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis") and pain ("severe pain"). Essure was removed. At the time of the report, the medical device removal, endometriosis and pain outcome was unknown. The reporter considered endometriosis, medical device removal, ovarian cyst and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)- hysterectomy, endometriosis, ovarian cyst, severe pain quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and ovarian cyst ('ovarian cyst') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis") and pain ("severe pain"). Essure was removed. At the time of the report, the medical device removal, endometriosis and pain outcome was unknown. The reporter considered endometriosis, medical device removal, ovarian cyst and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)- hysterectomy, endometriosis, ovarian cyst, severe pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: qse for ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.